Manufacturer narrative:
H4: the lot was manufactured between january 24-26, 2024. H11: the actual device was received for evaluation. Visual inspection was performed which noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality and no signs of abnormality were observed on the external and internal surfaces of the bladder, rupture line and stressmember. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with 100ml fluorouracil and 3ml saline. There was no patient involvement. No additional information is available.